Event description:
The user facility reported that following a cycle with their advantage plus endoscope reprocessing system an employee observed rapicide in the basin of the unit. The room had to be ventilated. The employee sought medical treatment, however none was administered.

Manufacturer narrative:
Investigation in progress. A follow-up report will be submitted when additional information becomes available.